Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager needed recovery to access unloaded drugs within the device. A field service engineer configured the remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager access needed to recover the drugs. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.